Event description:
The tech reported the right front brake is not holding. The bed is located in the hill-rom service center. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake caster is worn due to normal wear and tear. The tech replaced the right front brake caster to resolve the issue. Based on this info, no further action is required.